Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. No number scrolling anomaly was noted. The insulin pump had minor scratches on the display window, cracked case at a display window corner and cracked reservoir tube lip.

Event description:
Customer reported issues with the insulin pump. Customer states that numbers of the insulin pump keep scrolling due to keypad anomaly. The blood glucose reading is 99 mg/dl. The insulin pump will be replaced. Nothing further reported.